Event description:
After the patient went home, he noticed a red area with a lump near his right elbow. He called and said that he thought he may have got bitten by an insect in the MRI scanner. We asked if he wanted to go to the emergency room and he declined and it was decided that we would follow up the next day. The next day, the patient showed up at the hospital so that we can visualize the area of concern. The right elbow was red with a blister in the middle. A radiologist was asked to examine the area. It was decided that it was an radio frequency burn. The patient declined treatment. The patient admitted to moving in the scanner and his arm may have moved away from the cushions used to protect the skin. General electrician was called and the scanner had a maintenance check.